Manufacturer narrative:
Philips has investigated this complaint. It was reported that the system was not booting up. Review of the logfiles confirmed that the connection to the x-ray-pc is lost. Upon further inspection, philips field service engineer (fse) visited onsite and checked the power and communications of pc (xray, suite and tsm) via managed network switch. Fse resetted x-ray pc connection and suite pc connection. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that system was not booting up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.